Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had initial right tha in (B)(6) of 2008. Patient had lab tests done and results showed elevated cobalt and chrome ion levels. Patient had a revision in (B)(6) of 2023. Acetabulum and femoral implant showed no signs of instability. The head was attempted to be removed from the stem using a graft pusher along with slap hammer. The maneuver was unsuccessful. Also tried to disengage the cup and also unsuccessful. A sarcophasgus-type osteotomy was performed and implants were removed. All components were removed except the cup. Rom and stability were adequate for the inserted implants. Post op radiographs were adequate. No other complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a right hip revision approximately 15 years post implantation due to metallosis with elevated ions. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 48odx42id. Item: us157848. Lot: 579100. M2a-magnum 42-50mm tpr insrt-3. Item: 139254. Lot: 976430. Taperloc por fmrl 6.0x132. Item: 103201. Lot: 826340. G2: foreign ¿ canada. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.